Event description:
It is reported that the pt states that she has some pain, but it is not debilitating. She had a tear in the abductor muscle which was repaired during the implant surgery. The pt saw her physician two weeks ago. The pt had x-rays taken. Her doctor stated that the implant and hip appeared fine on the x-rays. The pt is scheduled to see her surgeon again in one year. The pt states that she just received the recall letter and will contact her surgeon to see if other tests are recommended.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.